Manufacturer narrative:
Rhee tm, et al., ¿predictors and long-term clinical outcome of longitudinal stent deformation insights from pooled analysis of korean multicenter drug-eluting stent cohort,¿ circulation. Cardiovascular interventions 2017: 10(11). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same journal article as MDR# 2134265-2017-12137, 2134265-2017-12138, 2134265-2017-12139, 2134265-2017-12140, 2134265-2017-12141, 2134265-2017-12142, 2134265-2017-12143, and 2134265-2017-12456. It was reported via journal article that myocardial infarction, repeat vascularization, and target lesion failure occurred. A three year follow up was conducted for patients who had experienced longitudinal stent deformation (lsd )of implanted promus element stents. It was noted that during this time myocardial infarction, target lesion failure (tlf), and repeat revascularization had occurred. Although the overall impact of the quantitative coronary angiography (qca)-based lsd on 3-year outcomes was not statistically significant, the rates of all clinical end points including tlf, patient oriented composite outcomes (poco), and repeat revascularization were numerically higher in the qca-based lsd group.